Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 2016, product type: lead.

Event description:
A trial patient reported that her lead fell out early this morning and she found the lead in her bed. It was indicated that patient had appointment with healthcare provider (hcp) the next day to have the trial lead removed. A company representative also reported that patient believed she pulled the lead out while sleeping. The patient was on day 6 of basis evaluation (be). Additional information received from healthcare provider on july 28 2016 reported that they threw away the trial lead and no longer have access to any serial number of the lead or external neurostimulator.